Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 153 mg/dl at the time of the incident. Customer stated that she was going to do 5 units of insulin for a bolus but the numbers increased to 10 units. Customer stated that she could not get it to stop. Customer mentioned that she has been outside in the heat and the pump was turned inside toward her body. Customer stated that there was a possibility of the pump being exposed to sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she does not want to return her pump.